Manufacturer narrative:
Unit passed self test, unexpected restart error test and displacement test. No unexpected restart alarms noted. No loose drive support cap alarms noted. Unit received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.

Event description:
The customer reported via phone call that he is having to reset the time and date after every battery change and that an unexpected restart alarm occurred. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.